Event description:
A malfunction on the pump was reported by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Tandem technical support provided information for resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurred.